Event description:
Healthcare professional reported pt had an abdominoplasty and mastopexy and had difficulty post-op with fluids, vomiting and severe regurgitation. The band was defilled at the time and the symptoms settled down. The pt had the flu six months later, with severe vomiting and night time regurgitation. A barium swallow found a band slippage. The band was repositioned and remains implanted. F/u findings: the original access port for the lap-band system was removed and replaced two months after the band was implanted for a port flip. The replacement access port, with the original band remains implanted in the pt. The explanted access port was not returned for eval. There was no device failure for the current events that led to the repositioning of the band. The physician does not know if the previous surgery or the pt's flu was the cause of the band slippage.

Manufacturer narrative:
(B)(4). The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. The replacement access port that was in the pt at the time of the second event, remains implanted with band and will not be returned. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii for both access ports. The reporter discarded the access port when it was explanted and it is no longer available for return. The reporter of the event was asked to return the band and the replacement access port for analysis, if they are explanted in the future. The band was repositioned during the procedure and allergan has not received the product at this time and no analysis or testing will be done. Band slippage, dysphagia, reflux and vomit are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of displacement as follows: "caution: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments." "Access port have been reported to be "flipped" or inverted. If you initially see an oblique or side view on x-ray, then either reposition the pt or the x-ray equipment until you obtain a perpendicular, overhead (0 degrees) view. Targeting the port for needle penetration can be difficult if this orientation is not controlled. Be aware that an upside down (180 degrees) port shows the same image." Device labeling addresses the reported events of band slippage, reflux and vomiting as follows: "band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to bad deflation or if there is abdominal pain." "Band deflation may not resolve the dilatation if the stoma obstruction is due to a significant gastric slippage or if the band is incorrectly placed around the esophagus. Band repositioning or removal may be necessary if band deflation does not resolve the dilatation." Device labeling addresses the reported event of vomiting as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended." "Nausea and vomiting may also be symptoms of stoma obstruction or a band/stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting, or re-operation to reposition or remove the device may be required." "Pts must be carefully counseled on the need to report all vomiting, abdominal pain or other gastrointestinal or nutritional issues as these symptoms may indicate a condition not related to the lap-band system." Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." "Fluid should be removed from the system if there were symptoms of excessive restriction or obstruction, including excessive sense of fullness, heartburn, regurgitation and vomiting. If symptoms are not relieved by removal of the fluid, a barium meal should be used to evaluate the anatomy."